Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the listed device patient had visible erythema and burns on their leg following procedure. It was reported that the warmer was initially set at 36 degrees and increased during the case. The equator used with this blanket was tested for temperature variations and found to have all temperatures at accurate levels.